Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported, while going for suction two the surgeon pinched the vacuum tube to achieve suction faster. During creation of the bed a vacuum too low error occurred. The error was by passed and a new patient interface was used and the flap was made without incident.

Manufacturer narrative:
Review for the day of treatment could confirm the error messages occurred during the bed cut of the reported treatment. The treatment was aborted. The user performed vacuum check again, restarted the treatment and completed the treatment without any issue. The logfile shows no vacuum issues occurred before and after the reported treatment. 12 treatments were successfully completed on that day, so the reported occurrence of the vacuum info message is most possible caused by a bad docking and the movement of the patient´s eye which caused the system exceeds the lower warning limit and aborted the treatment. Further review: according to the image in the treatment report the suction was lost during the surgery (bed cut). Based on the information that reporter gives, the doctor was pinching the tubing to create the suction 2 faster, however this action created a fake suction 2. Since the suction was not a real suction, during the bed cut it was released and the system gave the error of "vacuum too low" and aborted the treatment. The other used settings of fs200 show no abnormalities. The suction 2 lost is visible on the treatment report. The surgeon made a recut with a new pi and completed the surgery. No technical root cause was identified as the product was found to be within specifications. (B)(4).